Event description:
**Update**(B)(4) 2013 - litigation papers received. Litigation alleges trochanteric fluid, implant failure, metallosis and pain. There is no new additional information that would affect the investigation. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: elevated cobalt chrome levels; stiffness in the hip; some pain; metallosis; large pseudocapsule with fluid; fair amount of scarring. With information provided, invoice was located. Lot numbers are being reported. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient underwent revision procedure of right hip due to pseudocapsule, scar tissue, elevated ion levels, and blackened tissue.